Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025 which led to high blood glucose level. The patient was treated with insulin pens. The site of detachment was quick release (qr). The insertion site was lower back. The infusion set was in use for 2 days. The patient was sleeping at the time of the event. No further information available.